Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient experienced cardiac tamponade due to the left ventricular lead not entering smoothly. It was noted the patient had coronary valvular deformity from an earlier heart bypass surgery. The lead was removed, and no left ventricular lead was re-attempted because the physician elected to implant a dual-chamber implantable cardioverter de fibrillator (ICD) instead of a cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.